Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced contraction of old mesh, chronic pain, recurrence, neuralgia involving bilateral genital branches of genitofemoral nerves, meshoma, erosion, seroma, foreign body reaction, nerve entrapped in scar tissue, mesh folded, and adhesions. Post-operative patient treatment included revision surgery, explantation of all meshoma, bilateral genital branch of genitofemoral nerve neurectomy, bilateral repair of recurrent inguinal hernias with mesh, and explantation of right plug.